Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a loss of suction during raster of lasik flap creation. The flap was completed with a new patient interface.

Manufacturer narrative:
The root cause could not be identified conclusively. The most possible root cause may be unnoticed movement of the patient during surgery, too much fluid on the eye or docking technique of the surgeon. Device history records review not necessary, as complaint was opened for patient interface. The manufacturer internal reference number is: (B)(4).